Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to a carescape r860 when the unit allegedly went into standby mode while the staff was out of the room and away from the unit. When staff returned, the unit was in standby mode and the patient had died.

Manufacturer narrative:
Ge healthcare¿s (gehc) investigation has been completed, and the root cause has been determined to be use error. Based on the review of the complaint, device logs, and field engineer (fe) confirmation, no device malfunction was identified. During application of the ventilator¿s suction procedure, the user disconnected the patient from the ventilator during the oxygenation phase of the procedure to perform suctioning. Prior to reconnecting the patient, the user pressed ¿standby¿ and confirmed 'pause ventilation' which transitioned the ventilator into standby mode. The device logs indicate that the system was left in standby mode without reconnection to the patient for approximately one hour. No alarms occurred while the device was in standby mode without connection to the patient. This resulted in an adverse patient outcome. The root cause of the incident has been determined to be use error. A letter was sent to the customer detailing the root cause. The risk analysis determined that no additional mitigations are available to reduce the risk, and the risk has been reduced as far as possible. No further actions are planned by ge healthcare.